Event description:
The patient reported in 2007; knee pain and was found to have a positive lachman test, indicating a damaged, torn or loosened acl. Plain radiographs showed extreme tunnel widening creating a grossly cystic lesion in the tibia.

Manufacturer narrative:
Product recall initiated.